Event description:
Additional information was received indicating high out of range pacing impedance measurements had been observed along with loss of capture. The device had been programmed to aair pending lead replacement. An invasive procedure was then performed and the lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a recent routine follow-up appointment, an unspecified product performance issue was identified. The lead was programmed off and a revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. Should additional information become available this report will be updated.